Event description:
It is reported that a patient was began experiencing clicking, instability, locking, catching, popping and pain approximately 3-4 months ago. Patient endorses ambulation with a limp. The patient was revised due to dislocation and pain 14 years after initial implanting.

Manufacturer narrative:
No devices were returned; however, a photograph was received. There is visual damage/fracture to the rim of the liner noted from the photograph provided; however, it is unclear when or how the damage occurred. Review of device history records found these units were released to distribution with no deviations or abnormalities. This device was used for treatment. Insufficient information provided to perform a compatibility check. Surgical notes were not received; however, with the information presented, patient dislocation is likely attributed to the fractured liner; however, with the information provided, a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It is reported that a patient was began experiencing clicking, instability, locking, catching, popping and pain approximately 14 years post right hip arthroplasty. Patient endorses ambulation with a limp. The patient was revised due to dislocation and pain 14 years after initial implanting.